Manufacturer narrative:
The pipeline flex has been returned to medtronic and is undergoing analysis. A follow-up MDR will be submitted when the device investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the internal carotid artery (ica). Vessel tortuosity was described as moderate. The devices were prepared as indicated in the IFU. It was reported that during the procedure, the pipeline flex was "lazy to open" on the distal end. The device was adjusted (wagged) in an attempt to open the distal end; at that time, it was noticed that the braid had turned in on itself (invaginated). Less than 50% of the pipeline flex braid had been deployed out of the catheter when this event occurred. The pipeline flex was promptly removed from the patient. A new device was used to complete the procedure. There were no reports of patient injury in association with this event.

Manufacturer narrative:
Device evaluation the pipeline flex was returned for evaluation. As received, the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The pipeline flex braid was returned detached from the pushwire; the distal and proximal ends of the braid were unable to be identified. Both ends of the pipeline flex braid were found fully open with no damage. No bend was found on the pushwire. No other anomalies were observed. Based on the analysis finding, the report of pipeline flex failure to open on the distal end could not be confirmed. The event cause could not be determined as both ends of the pipeline flex braid were found fully opened with no damage. It is possible that the ¿moderate vessel tortuosity¿ may have contributed to the failure to open issue. Per our instructions for use (IFU): "do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ no evidence was found to suggest that the device failed to meet specifications; therefore, manufacturing has been ruled out as a pot ential cause. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.